Event description:
In 2008, the sales rep reported the driver was worn. On 07 aug 2008, after evaluation of the returned part, it was identified that the driver tips were bent and the shaft twisted. This malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Event did not occur in surgery. Product is an instrument and is not implantable. The results of the device history record review indicates the part met specifications. Visual examination indicates the shaft and tips are bent/twisted. An engineering evaluation found the event was partly due to the hollow shaft design. The design changed to a solid shaft in 2006. The evidence also supports use error due to using the driver for screw removal. An enhancement to the surgical technique in 2007 was completed to include additional precautions against screw removal use.